Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a placement procedure performed on an unknown date. The procedure was performed in an operation room, where fiducials markers were placed before the spaceoar vue placement. After the procedure, the imaging from the initial computed tomography (CT)/ positron emission tomography (pet) scans was normal. However, later scans showed a blob located in the bladder and some possible infiltration at the seminal vesicles. Two physicians reportedly agreed with those findings, but the applying physician did not agree that the images showed the hydrogel in either reported location. There are no complications of the patient reported for this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite additional information requests. Additional information received on march 15, 2023: it was reported the placing physician confirmed there was hydrogel seen in the bladder base and also in retrospect in the seminal vesicles (svs). The physician believed he must have nicked the svs during placement which allowed the hydrogel to travel up the svs and toward the bladder base. The patient is reportedly doing fine.

Manufacturer narrative:
Additional information: block b5 has been updated based on additional information received on march 15, 2023. Block b3: the exact date of the event is unknown. The provided event date, 02/01/2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 02/16/2023. Blocks d4 and h4: the complaint was unable to provide the suspect lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: device code a1502 is being used to capture the reportable event of the gel misplaced - non-vascular.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event,(B)(6) 2023. The complaint was unable to provide the suspect lot number. Therefore, the expiration and device manufacture dates are unknown. Device code (B)(4) is being used to capture the reportable event of the gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a placement procedure performed on an unknown date. The procedure was performed in an operation room, where fiducials markers were placed before the spaceoar vue placement. After the procedure, the imaging from the initial computed tomography (CT)/ positron emission tomography (pet) scans was normal. However, later scans showed a blob located in the bladder and some possible infiltration at the seminal vesicles. Two physicians reportedly agreed with those findings, but the applying physician did not agree that the images showed the hydrogel in either reported location. There are no complications of the patient reported for this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite additional information requests.